Event description:
When the surgeon finished insertion of the anchor and removed the handle, the eyelet broke and the suture was taken off at the same time. The tip of anchor remains in the patient and there is no plan for removal. Additional information confirmed the procedure was completed with 3.5mm back-up device. The site was prepped by drilling with awl for 3.5mm anchor. Patient's bone was hard. Ao technique was utilized. The doctor is an experienced surgeon and has used more than 20 anchors this year.

Manufacturer narrative:
Only a portion of the eyelet of the anchor was returned for evaluation. Per IFU 10600147 in use with hard bone "hard bone conditions require preparation by predrilling the insertion site to reduce the potential of torsional overload. Predrilling extracts the core diameter of the suture anchor and creates a countersink broach for insertion of the device tip. Predrilling with the appropriate drill bit is the preferred method of site preparation." No further investigation is warranted at this time. (B)(4).